Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks, both with the patient's previous subcutaneous implantable cardioverter defibrillator (s-ICD), and now with a newly implanted s-ICD. Review of device data indicated the presence of oversensing as well as changes in the patient's amplitude morphology measurements contributing to the delivery of inappropriate therapy. X-ray imaging provided showed the electrode was not positioned in an ideal location to properly sense/shock the heart. The shock impedance measurements were observed to be low, however no values were reported to be out of range. Additional information provided from the field indicated surgical intervention was later performed and the electrode was repositioned, however the sensing values are still not optimal for the patient. Troubleshooting is ongoing and the electrode remains in service. No additional adverse patient effects were reported.